Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
After an ablation procedure performed on (B)(6) 2026, with a volt 1.0 catheter, ensite x, and tactiflex catheter, the patient was admitted on (B)(6) 2026, with hemorrhagic pericarditis which required a pericardial tap. The tap was completed successfully and the effusion was resolved. It was noted the ablation procedure was completed as expected with no abnormalities. The patient had a small effusion at baseline which remained the same after ablation was completed and the catheters were removed. The patient complained of mild occasional chest pain post-procedure. It was noted there was no alleged mechanical issue with the volt catheter that was used.